Event description:
It was reported that the pt underwent an endometrial ablation and a leep procedure in 2003. That same day, the pt displayed post-op bleeding. Pt was taken back to operating room for incision and drainage of the bleeding site and hemostasis. An absorbable hemostat was placed on the area of the resection. In 2003 the pt displayed symptoms of toxic shock syndrome. Pt was taken back to the operating room for exploration to identify nidus of infection.